Manufacturer narrative:
Evaluation summary. The product was not returned for analysis; it remains implanted. No data regarding product identity was received; no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product investigation could not identify a root cause. Zip code is not indicated at this time. No further information is expected. (B)(4).

Event description:
A customer reported that following glaucoma device implant surgery the device touched the iris. There was no harm to the patient. The device remains implanted. No further information is expected.